Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, white particles in device inner surface and one curved opening. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one crack opening and one opening striated. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One opening striated assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.